Manufacturer narrative:
H3 and h6 - evaluation codes: device evaluation: one device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed ¿backup audible alarm post¿ error occurred. Functional testing was able to replicate the reported issue; ¿backup audible alarm post¿ was found at power up. The root cause was determined to be the main pcb not operating as intended. The main pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a system error; possibly one of the speakers. The customer went to use the device and found the issue, so it was taken off the patient. It was unknown if there was any patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.